Manufacturer narrative:
The delivery system was returned locked, inserted through the sheath and loader after being used in the procedure. The returned delivery system and sheath were visually inspected for any abnormalities. The following were observed, delivery system was inserted through sheath and loader, a kink on balloon shaft due to packaging, radial and longitudinal balloon burst with no missing balloon pieces, the sheath fully expanded as designed with no liner tears observed and minor sheath distal tip damage and scratches observed on the sheath shaft. Single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing nonconformance. The balloon single wall thickness measurements are within the specification. Prior to decontamination, the guidewire lumen was cut in order to remove the sheath from the delivery system. Due to the condition of the returned device (balloon burst and guidewire lumen cut), no functional testing was able to be performed. A review of the images provided in the 3mensio report revealed calcification present in the aortic annulus. No instruction for us (IFU) or training deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. In addition, test results during product verification supports that it is unlikely a manufacturing nonconformance contributed to the reported events. The complaints for ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty-through sheath¿ was confirmed from visual inspection of the returned device. A radial/longitudinal balloon burst was confirmed during visual inspection, and the delivery system was returned still inserted into the sheath thereby confirming withdrawal difficulty. Review of manufacturing mitigation, dimensional measurements, and device visual inspection did not indicate any manufacturing non-conformance contributed to the reported event. Available information indicates that patient/procedural factors (annular calcification) contributed to the reported event. Technical summary written by edwards lifesciences documents a review of balloon burst complaint investigations on returned devices over a three year period, with an addendum reviewing investigations over an additional one year period. Based on available evidence, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The burst balloon would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. This coincides with the complaint event as there was ¿increased force necessary for withdrawal of the delivery system into the sheath, therefore the delivery system and sheath were removed as one unit¿. As such, available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing non-conformance. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus and the subsequent withdrawal difficulty. The technical summary is applicable to this complaint as the images provided show calcification of the aortic annulus. The complaints for ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ were confirmed. No manufacturing non-conformities were found in the returned sample. Available information indicates that patient/procedural factors (annular calcification and withdrawal difficulty due to burst balloon) may have contributed to the event. Since the occurrence rate does not exceed the june 2017 control limits for the trend categories, no corrective or preventative action is required. In this case, the cause of the balloon burst is unknown, but more likely due to annular calcification. The delivery system ¿ withdrawal difficulty ¿ through sheath and subsequent vascular injury was due to the ruptured balloon ¿caught on the sheath tip¿ as reported.

Manufacturer narrative:
(B)(4) investigation is underway.

Event description:
As reported by a field clinical specialist, during implantation of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the delivery system balloon ruptured during deployment. The ruptured balloon caught on the sheath tip and caused an axillary graft to tear, which led to some minimal blood loss and an additional 5-10 minute delay. The axillary artery where the graft was torn was surgically repaired. Patient is doing fine. Valve was fully deployed - no leak. There was increased force necessary for withdrawal of the delivery system into the sheath, therefore the delivery system and sheath were removed as one unit.